Event description:
"Customer states that the patient was using the full body sling and lift and the sling disattached from the lift causing the patient to fall to the ground. The customer states that the patient received a head contusion from the fall. Customer alleges the sling was tampered with by a family member." Minor injury alleged.